Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic sigmoid. According to the reporter: during stapling/cutting of the vascularization (sigmoid artery) with the white sulu, the staples didn't staple. The knife cut the vessel but no staples were formed in a b shape. The staples were open and some were compressed. The sigmoid artery had a normal size. There was no unanticipated tissue loss. There was no tissue damage. The incision was extended by 30 cm due to conversion of procedure from laparoscopy to laparotomy. There was 600cc of blood loss. No blood transfusion was necessary. Surgery time was extended by 60min. This patient was at the hospital for 14 days. After seven days, there was a serious change in patient status. The patient was suspected to have a microleakage but CT abdomen showed no leakage. Patient was in pain, but recovered spontaneously and could go home after 14 days. Currently patient at home in good condition. No reinforcement material was used.

Manufacturer narrative:
(B)(4).